Event description:
It was reported that while testing unit before use, the cardiosave intra-aortic balloon pump (iabp) unit gave an alarm of power on electrical test failure code #13. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions. Event site name: (B)(6) hospital. Due to character restrictions in address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected fields: d4. Updated fields: b4, d9, g3, g6, h2, h3, h4,, h6( health effect - clinical, type of investigation, investigation findings, component, investigation conclusions),h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the unit was not able to enter clinical mode, and the touchscreen did not respond when in secondary maintenance mode. The code given by the main board was f7, and the video display board gave code aa. The fse replaced the front panel, and the unit still had issues. The fse then replaced the executive processor board 0670-00-0770 and backplane board (0670-00-1163). The unit passed all functional and safety tests and was returned to customer. The following was performed by the maquet failure analysis and testing (fat) department. The failure analysis and testing department received the following part associated with this complaint: pn: 0670-00-0770, sn: (B)(6) exec. Processor board this part was received with a reported unit failure message of failed to enter the clinical operation mode, power up failure code# 13. Performed visual inspection of this part received and part looks to be in condition. Installed the exec. Processor board into the cardiosave test fixture sn (B)(6) and tested to the factory specifications per pn 0002-07-d016 revision d and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department verified the failure and observed the message of no pressure source available on screen while pumping the unit. See attached picture. The failure analysis and testing department could not see the power up failure code# 13 however, code# 13 was seen in list of recent electrical test failures as per compliant before started the testing of exec. Processor board. Exec. Processor board failed testing. Sending board to the supplier for failure analysis as per procedure 0002-07-d008 rev an. The failure analysis and testing department received the following parts associated with this complaint: pn 0670-00-1163 sn: (B)(6) edm backplane board this part was received with a reported unit failure message of failed to enter the clinical operation mode and power up failure code# 13. Performed visual inspection of this part received and part looks to be in good condition. Installed the backplane board into the cardiosave test fixture sn (B)(6) and tested to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department could not verify the failure of clinical operation mode and power up failure code# 13. The fat dept. Was able to get into clinical mode and pumped the unit and the fat dept. Did not observe power up failure code# 13 on display but however seen power up failure code# 13 in electrical fault longs. Backplane board passed testing. Sending backplane board to the supplier for analysis as per procedure 0002-07-d008 rev ap. Fat received pn 0670-00-1163 back from the supplier. The supplier tested the board and no abnormalities were found. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. Failure analysis received from the supplier for pn 0670-00-0770. The supplier stated that the part had a missing c3, lifted pad c92, removed j17 component, and damaged j3 + j20. Probable root cause is supply chain handling issue. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ar.